Manufacturer narrative:
(B)(4). Additional information: the device was received with the electrode tip broken off from the shaft and returned with the device. No functional analysis could be performed due to device's receiving condition. No conclusion could be drawn as to what caused the tip to break off.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap assisted vaginal hysterectomy, the electrode tip was broken and fell into the patient. The fallen electrode tip was retrieved with a forceps from the patient. No fragments were left inside the patient. After that, the patient was checked with x-ray. Another device was used to complete the case. There were no adverse consequences to the patient.